Manufacturer narrative:
(B)(4). Corrections: section d1: corrected brand name. Section d2: corrected common device name. Section d4: complete device identification information has been requested but not provided. Section h11: method: the subject rt380 adult ventilator circuit was not returned to fisher & paykel (f&p) healthcare for evaluation as the device had been discarded by the healthcare facility. Our evaluation is therefore based on the information provided by the healthcare facility, and our knowledge of the product. Results: the customer reported that the patient-end y-piece connector of an rt380 adult ventilator circuit was found broken. The subject device was not returned to fisher & paykel healthcare in new zealand for evaluation. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to confirm or determine the cause of the reported issue. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult ventilator circuit dual heated with evaqua technology show in pictorial format the correct set-up of the cicuit and also states the following: visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Check all connections are tight before use. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A healthcare facility in oregon reported that the patient-end y-piece connector of an rt380 adult ventilator circuit was found broken after 5 days of use. There was no patient harm reported.

Event description:
A healthcare facility in oregon reported that the patient-end y-piece connector of a rt380 adult ventilator circuit was found broken after 5 days of use. There was no patient harm reported.

Manufacturer narrative:
(B)(4) we are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.